Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, backup vvi mode was observed, and the device could not be interrogated further. The device did not expose to electromagnetic interference. The device was restored successfully. The patient was stable and continue to be monitored.